Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On approximately (B)(6) 2025 at around 6:00am, the patient was preparing for work when she fell and became unconscious due to a rapid drop in her blood sugar. The cgm was displaying 6.9 mmol/l while the bg was 2.9 mmol/l. The patient's daughter took the patient to the hospital. Prior to going ot the hospital, the patient was provided 250ml up and go drink. At the hospital, the patient had blood work done, a head scan (ECG) and the results were normal. The patient was treatd with a fluid drip for hydration and discharged the same day at 3:00pm. At the time of the report the patient was fine. The product was not evaluated because sensor has been compromised and the environment in which the system failed cannot be replicated. A probable cause could not be determined. No additional patient or event information is available.